Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 53 mg/dl. Customer was treated with glucose tablet. Customer¿s current blood glucose drop down from 85 mg/dl. Customer¿s current blood glucose was 175 mg/dl. Customer stated that the drive support cap was normal. Customer stated that the insulin was squirting out from the infusion set site. Customer did not allege insulin pump for over delivery. Insulin pump passed displacement test. The insulin pump will not be returned for analysis. (B)(4).

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.